Event description:
Info received indicates the left foot siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch was seized. The tech cleaned and lubricated the latch assembly to repair the bed.